Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on an unknown date, the patient underwent 2 previous spine fusions with the most recent being at thyromegaly l3-4 level. He has continuing back pain with a CT scan that was suggestive of pseudoarthrosis at the l3-4 level. He underwent diskography at the l3-4 level which was positive for reproducing his pain. On (B)(6) 2003 the patient presented with the pre op diagnoses of: pseudoarthrosis l3-4; degenerative disk disease l3-4; intractable back pain l3-4. The patient underwent the following procedures: l3-4 anterior lumbar interbody complete discectomy with denuding of end plates and exposure of posterior longitudinal ligament; anterior lumbar interbody fusion; placement of intervertebral prosthetic device (ray cage 20 mm x 26 mm); use of bone morphogenic protein. Per the op notes, at l3-4 level, the cage was screwed into place with good purchase. Intraoperative x-ray showed satisfactory position of the cage. Proosteon was packed anteriorly and laterally to the cage on the right hand side. Bone morphogenic protein soaked sponges were placed inside the cage. No patient complications were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003 the patient presented with discogenic pain and the preoperative diagnosis of pseudoarthrosis l3-4, degenerative disc disease l3-4, and intractable back pain l3-4. The patient underwent surgery that consisted of a l3-4 anterior lumbar interbody complete discectomy with denuding of endplates and exposure of posterior longitudinal ligament; anterior lumbar interbody fusion; placement of intervertebral prosthesis device and use of bone morphogenic protein. Per the operative report bone morphogenic protein soaked sponges were placed inside a 20 x 26 cage at the l3-4 level. Imaging was utilized intra-operatively for positioning verification. No patient complications were reported. On (B)(6) 2003 the patient underwent x-rays which showed alignment near anatomic. On (B)(6) 2003 the patient was discharged from hospital. On (B)(6) 2003 the patient underwent lumbar spine x-rays which showed stable postsurgical changes of an l3-4 spinal fusion with bilateral pedicle screws in l3 and l4 spanned with posterior spinal fixation rods. An intervertebral disc space fusion cage was seen in the l3-4 disc space lying obliquely within the disc space and unchanged in position from previous study. There had been bone graft placed with subsequent fusion about the posterior elements of l3, l4, ls and s1. There was marked unchanged disc space narrowing at l4-5 and l5-s1 with associated endplate sclerosis. There was mild exaggeration of the normal lumbar lordosis centered at the l2-3 disc space. This disc space showed mild anterior widening. The vertebral body heights were maintained with no fracture or listhesis. There was no evidence of fracture or loosening of the orthopedic hardware. On (B)(6) 2003 the patient underwent a lumbar myelogram and CT scan which showed increasing narrowing of the posterior aspect of the thecal sac at the superior aspect of the l3 vertebral body level from facet and ligamentum flavum hypertrophy above the level of the posterior decompression. The disc cage was within the confines of the disc space at l3-4. There was focal contour abnormality of the thecal sac on the left behind the l5 vertebral body which had some mass effect on the ventral and dorsal s1 roots prior to the nerve root sleeve origin. There was posterior fusion bone l3 through s1. Some bone graft material was demonstrated anterior to the disc cage, which appeared to extend outside the disc space, and some bonegraft material was demonstrated along the anterior inner aspect of the disc cage, also extending outside the confines of the disc space. On (B)(6) 2003 the patient underwent lumbar spine x-rays which showed status post posterior fusion at l3 and l4 with intervertebral disc spacer device and decompression surgery. There was a significant decrease in intervertebral disc space at l4 and l5. On (B)(6) 2003 the patient presented, post anterior lumbar interbody fusion, with persistent back pain and nonspecific pain into the left leg. The patient was tender with associated muscle spasm. On (B)(6) 2003 the patient underwent a myelogram and post myelogram CT scan. On (B)(6) 2003, in a radiographic review note, it stated that there were no significant findings and no explanation for the patient¿s current presentation of symptoms. On (B)(6) 2003 the patient presented with improved pain and mild left leg numbness. The patient also presented with a great deal of fear about recurrence of pain. Films showed good position of interbody cage with no evidence of loosening. On (B)(6) 2003 the patient presented with continuing back pain and nonspecific leg pain symptoms with numbness in the anterior thigh. X-rays showed bridging union anteriorly at the level of the patient¿s anterior interbody fusion. There was no evidence of loosening or fracture of hardware. Normal lumbar spinal alignment. On (B)(6) 2004 the patient underwent lumbar spine x-rays which showed stable postsurgical changes of an l3-4 fusion with bilateral cortical screws in l3 and 4 spanned with posterior spinal fixation rod. There was an intervertebral disc space fusion cage in the l3-4 disc space. There was boney fusion of the posterior elements of l3-4 and l4-5. There was no evidence of loosening or fracture of hardware and overall alignment remained anatomical. S1 joints intact. A CT of the lumbar spine demonstrated posterolateral fusion bone extending from l3 through s1. There was posterior unroofing at the l3-4 level. There was bridging bony fusion across the 3-4 disc space. The metal hardware was intact. There was accentuated lumbar lordosis at the l2-3 level with facet degenerative change. On (B)(6) 2004 the patient presented with mechanical back pain. Imaging showed good position of instrumentation and interbody cage. It was indeterminate whether there was persistent pseudoarthrosis at l3-4. The patient underwent a CT scan which showed solid bony union at the l3-4 level, with bone bridging thought the cage and solid fusion below that level as well. No acute pathology was noted. It was though the patient¿s surgical intervention had been maximized and treatment would need to be centered around pain management. On (B)(6) 2008 the patient presented with ongoing mechanical back pain. Per the encounter notes, a recent MRI did not show any acute structural lesions. A 2004 CT was reported as having shown bridging bone indicative of solid fusion. A percutaneous spinal cord stimulator trail was discussed. On (B)(6) 2008 the patient presented with pain and underwent a lumbar spine CT which demonstrated extensive fusion of l3 through the mid sacrum with screws within bodies of l3 and l4 and coil at the l3-4 disc space protruding slightly anterior and situated diagonal. There was a mild protrusion of the disc with disc space narrowing at l4-5 and what appeared to be partial sacralization of l5. In a (B)(6) 2008 letter from a physician, the patient was reported as having ongoing constant back pain. A percutaneous spinal cord stimulator trail was discussed. Per the letter, the patient had undergone a CT scan which showed solid fusion from the l3 through the s1 level, without any evidence of pseudoarthrosis. There were degenerative changes at the l2-l3 level, with degenerative changes in the disc as well as facet hypertrophy and degenerative change. In (B)(6) 2010 the patient underwent a l3-4 interbody fusion. On (B)(6) 2010 the patient presented with right hip, severe right leg pain following a l3 distribution (onset approx. 6 weeks prior), andright leg weakness. On examination the patient was extremely uncomfortable. The patient underwent a lumbar spine MRI which demonstrated postsurgical changes in keeping with dorsal decompression, dorsal and interbody fusion at l3- l4 level. There was evidence of fusion of this level. There was suggestion of previous dorsal fusion at the lower lumbar levels with bulky appearance of the facets, likely due to a previous osseous graft. There was advance degenerative disc space disease above the fusion site at l2- l3 level. There was a broad based disc annulus bulge, osteophytic ridging of the endplates, facet hypertrophy resulting in moderate central canal stenosis at this level, mild compression of the thecal sac, and moderate to advanced biforaminal stenosis . There was no evidence of central canal stenosis throughout the remainder of the lumbar levels. There was no appreciable foraminal narrowing throughout the remainder of the lumbar levels. There was mild apparent foraminal narrowing at ls- s1. There was fusion of l4-ls and l5 - s1 levels, likely due to spondylosis changes. There was a hemangioma within the t11 vertebrae measuring 2.32 cm. On (B)(6) 2011 the patient presented with l2-3 disc degeneration and disc herniation above prior fusion. Per the encounter notes the patient reported that they received no significant improvement after having received an epidural steroid injection after their last visit. Surgery was discussed.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.